Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past several days. Bg ranges were reported to be between 145-371mg/dl, and were treated by delivering a bolus and increasing temp rates. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out the site, and consult with their healthcare provider regarding making changes to their personal profile.